Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the subcutaneous patch was giving the patient pain. The lead was removed and not replaced during a standard device change out. The patient is a participant of a (B)(6) study. No patient complications were reported as a result of this event.